Event description:
Reportedly, during a device replacement operation, leads were disconnected from the old device and measured values were all normal. Leads were then connected to the ICD involved in this MDR report. Leads were tightly connected, which was confirmed by a pull test. When the device was checked by a programmer, right ventricular (rv) lead impedance was >3000 ohm. The lead was disconnected and measured by an analyzer again; normal value was obtained. The lead was connected to the device and measured by the programmer again; however rv lead impedance was >3000 ohm. The device was not kept implanted and returned for analysis. A new device was successfully implanted.

Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.